Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer did not observe any insulin drops at the end of the infusion set tubing, and changed out the tubing. Customer administered a manual insulin injection to correct high blood glucose. Level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a follow up report will be submitted.